Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An alert was received during a remote transmission. The device was found in backup vvi mode. The device firmware was re-downloaded and the patient was stable.